Event description:
The guide wire became stuck when attempting to track another co's balloon catheter over the guide wire during a complicated lad/diagonal bifurcation case. One guide wire was advanced down the lad and another guide wire was advanced down the diagonal. This was a redo of a pt that had a stent placed in the lad one week previously, and the pt had returned with thrombus. The balloon catheter and the guide wire were removed, and the vessel was rewired in order to complete the case. This is being reported based on the returned product evaluation that revealed a separated guide wire.